Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was found to have a broken helium regulator cable. There was no patient involvement.

Manufacturer narrative:
Additional information: event site email: (B)(4). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found the broken helium wire. The fse resolved the issue by replacing the press xdcr hi press 3500 psig (0682-00-0092-01), and then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found the broken helium wire. The fse resolved the issue by replacing the press xdcr hi press 3500 psig, and then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken helium regulator cable. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.